Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the error code reported. However, it was noted that a different error code was visible on the lower screen. (B)(4).